Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted transistor and contaminated board. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was unable to recognize the battery packs.